Event description:
It was reported that the right atrial lead exhibited intermittent capture, low impedance, noise and over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 23.4 cm to 24.1 cm from the connector pin which exposed the outer coil. Abrasions are consistent with constant friction with another implantable device.